Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient contacted patient support to report that he was having difficulty breathing. The patient commented that he has sleep apnea and hadn't been able to sleep well. The patient felt that the device "was not working" and can feel his "heart not beating for 10 seconds at a time". Patient support was informed that his legs are swollen and feels very weak. The patient was out-of-town and was advised by patient support to seek emergency assistance. Boston scientific received information from the local representative that this patient has been scheduled for an in-clinic follow-up. To date, no additional information has been received from the field and the available information suggests that this device remains inservice.